Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging respiratory tract irritation and cancer. Medical intervention was not specified. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging respiratory tract irritation and cancer. Medical intervention was not specified. No additional information can be requested at this time. The device was returned to a third-party service center. The technician confirmed no particles in the air path during the device evaluation. Secondary findings was observed. There was 1error codes found. They couldn't confirm the customer's allegation. Dust was found. The device was corrected. In box g: date received by mfg (rfb) has been updated. In box h: problem code grid, evaluation method code grid, evaluation results code grid and conclusion code grid has been updated.